Manufacturer narrative:
We evaluated the outer tube and found a portion of the insulation on the shaft has been scraped off down to the metal, and the shaft is bent. The customer advised us that the physician was using the instrument like a retractor to manipulate tissue, which would cause excessive torque against the trocar cannula; this is the mostly likely cause of this type of damage.

Event description:
Allegedly, during a laparoscopic cholecystectomy procedure, the insulation of the clickline instrument outer tube was scraped off, and pieces fell off inside paitient. The pieces were retrieved and procedure was completed with no impact on patient.